Event description:
It was reported that the autopulse platform is displaying the following user advisory (ua) 27 (encoder fault (>3000 rpm)), 34 (encoder failure) and 45 (not at "home" position after power-on/restart) messages. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (B)(4) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed and no physical damage was noted. The reported complaint of the platform displaying a user advisory (ua) 45 (not at "home" position after power-on/restart) message was confirmed, as the platform displayed a user advisory 45 upon power up. The lifeband was fully extended, and the driveshaft was rotated back to the home position to remedy the error. Testing was continued, during which the platform exhibited both ua27 (encoder fault (> 3000 rpm)) and ua34 (encoder failure) error messages. Further inspection identified that the encoder gearbox was defective. A review of the platform's archive was performed and no errors or anomalies occurred on the reported event date of (B)(6) 2015, however multiple ua27, ua34 and ua45 errors were observed on (B)(6) 2015. Based on the investigation, the part identified for replacement was the encoder gearbox. After the encoder gearbox was replaced, the platform was run with a large resuscitation test fixture (lrtf) for 15 minutes with no additional faults or errors were exhibited. In summary, the customer's reported complaint of the platform exhibiting the following user advisories (uas) 27, 34 and 45 was confirmed through functional testing as well as review of the platform's archive. The root cause of the platform displaying a ua 27 and 34 is attributed to the encoder gearbox being defective. The root cause of the ua 45 was determined to be that the lifeband was not fully extended and the driveshaft was not in the "home" position. Following service, device passed all testing criteria. .